Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there will be a revision surgery to revise the tmj implant due to patient experiencing material sensitivity.

Manufacturer narrative:
The event was confirmed as the surgeon verified a nickel allergy through a patch test and submitted a plan to remove the device. He also provided documents for FDA compassionate use approval for all-titanium devices. The patient, initially treated for severe osteoarthritis with splints and nsaids, received bilateral tmj implants in 2022. Post-surgery, the patient experienced ongoing pain, difficulty eating, tmj popping, and burning pain. Various interventions, including physical therapy, medications, and a soft diet, were ineffective. A new surgeon attributed the symptoms to a nickel allergy in the implants. Testing confirmed significant nickel sensitivity, prompting the surgeon to plan a device removal and revision. The revision devices will be manufactured and shipped under ID# (B)(6) following FDA approval. Metal allergy is a known adverse effect listed in the IFU. The decision to remove the device is related to the patient's nickel sensitivity, with no device malfunctions reported. Device history records show no design, material, or manufacturing issues.

Event description:
It was reported there will be a revision surgery to revise the tmj implant due to patient experiencing material sensitivity.